Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose was 2.8 mmol/l with unsteadiness while standing and walking and blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. Troubleshooting could not be completed. It was reported that the patient was involved in a car accident that day. This complaint is being reported because a device issue or device use error could not be ruled-out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:a review of the black box showed a manual suspension followed by a power on reset and deliveries were never resumed. The las bolus deliver was a 3 unit normal bolus. The pump was run for 24 hours at a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rate. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. The complaint was unable to be duplicated.